Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was hospitalized on an unreported date for an unknown indication, but it was not reported if the patient remained hospitalized at the time of death. It was unknown if dianeal and nutrineal therapies were ongoing up until the time of death, and it was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information on an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.